Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5053835, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had seizure which caused lead migration and loss of stimulation. The patient underwent a leads replacement procedure. The patient was doing well postoperatively.